Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and coil were returned for this complaint. The pusher wire was inspected and was found kinked and detached, besides the interlocking arm was detached. The coil was inspected and was found kinked. No more damages were found in the device. Microscopic inspection of the pusher wire was performed and revealed that the proximal end had a smooth surface. The interlocking arm was detached. Microscopic inspection of the main coil was performed and revealed that the zap tip had a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the pusher wire was performed and revealed that the outer diameter (od) of the proximal tfe was within specification. Dimensional inspection of the od of zap tip and primary coil were performed and were within specifications, however there were lacking number of fiber bundles.

Event description:
Reportable based on device analysis completed on 06feb2020. It was reported that coil failed to deploy and was stuck in the microcatheter. The target lesion was located in the pulmonary artery. A 22mmx60cm interlock was selected for use. During the procedure, the coil failed to be deployed and noted to be stuck in the microcatheter when withdrawn. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed detached pusher wire and interlocking arm, and missing fiber bundles.